Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4). The result from the meter at 08:11 was 3.0 inr. The result from the meter at 08:13 was 2.5 inr. The result from the meter at 08:13 was 2.2 inr. The result from the meter at 08:23 was 2.2inr. The customer¿s therapeutic range is 2.5-3.5 inr. The customer stated using the second drop of blood when testing.